Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 47, 118, 185 mg/dl. The customer was treated by drinking a little bit of juice and carb intake. The troubleshooting was not offered for low blood glucose because the customer was not on the insulin pump. The insulin pump will not be returned for analysis.